Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported issues with the inpen, where insulin was not dispensed correctly, and the app recorded doses as 0.5 units less than what was dialed. Blood glucose value at the time of event was 220 mg/dl. The customer was treated with insulin pen. The event involved product(s) mmt-105nnpkna. Troubleshooting confirmed that the discrepancy persisted, and the inpen was determined to require replacement. The customer was instructed to discontinue use of the inpen, revert to a backup plan per healthcare professional instructions, and follow the product replacement policy. Upon receiving the replacement, the customer was advised to delete the existing paired inpen and pair the new device. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105nnpkna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: dose log/report data inaccuracy was not confirmed. However, a misaligned dial was noted during visual inspection. Possible under delivery anomaly was not confirmed during testing. The patient complaint of inpen not working could not be confirmed. Unable to verify alleged high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.